Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pump erosion. It was also noted that the device was not functioning. The ipp was explanted and replaced. There were no additional patient complications.